Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the byte aligners damaged the teeth and refuses to submit pictures. The dentist stated the patient has intrusion and dental trauma/pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.